Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 40 mg/dl. Reportedly, the customer accidentally initiated a bolus they didn¿t need. The customer was sleeping when it occurred therefore no bg treatment was provided. System check with tandem technical support confirmed the pump was functioning as intended. Recommendation was made to consult with healthcare provider regarding diabetes management.